Event description:
A pt reported blood glucose results of "6.9 mmol/l and 5.2 mmol/l" with a lifescan meter, performed within 10 mins of each other. The meter, test strips, and control solution were replaced.